Event description:
Pt presented for repair of vitreous hemorrhage of the left eye diabetic retinopathy on (B)(6) 2010 while doing retinal surgery, the machine would not recognize the filter. After alcon rep tried all attempts, machine was restarted. Set up was changed by alcon. The machine was restarted. The surgery was stopped and restarted and finished. Multiple malfunction failure of the machine (stopping, logging out of the system, poor cutting rate, priming multiple times in the middle of the surgery and long surgical time. Dates of use: #1: (B)(6) 2009-(B)(6) 2009. #2: (B)(6) 2009-(B)(6) 2009. Diagnosis or reason for use: #1: vitreous hemorrhage. #2: diabetic retinopathy.